Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 12 years 8 months post implant of this aortic bioprosthetic valve, it was explanted and replaced due to a tear and calcification of the leaflet. The device was replaced with a non medtronic device. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed the valve and a loose piece of a leaflet were returned. The valve was slightly distorted; oval shaped with deflected stent posts. The right and left cusps were in the closed position. The left cusp exhibited tissue deterioration due to calcification on the free margin and lunula area adjacent to the right left commissure. The right cusp exhibited tissue deterioration due to calcification on the entire leaflet. The non-coronary cusp exhibited a tear that appeared to be associated with pannus overgrowth. The tear on the non-coronary cusp may have increased in size to the point of complete detachment during the explant procedure. The torn non-coronary cusp piece was returned loose and was attached to the non-coronary commissure which was attached to a deteriorated piece of the right cusp (calcified). The non-coronary right and left right commissures exhibited tissue deterioration due to calcification. There was no evidence of leaflet deterioration at the non-coronary left commissure. Both leaflets showed attachment to the aortic wall, despite the free margin and lunula tear of the non-coronary cusp. A section of the non-coronary right commissure was detached from the aortic wall without evidence of dehiscence. Pannus lined the base stitching extending up to 5mm onto all leaflets into the inferior coaptive areas showing a reduced inflow orifice area. The existing non-coronary cusp (inflow) was entirely covered with pannus which may have contributed to the tear of the non-coronary cusp lunula. Pannus was observed on the left right stent post encroaching to the aortic wall. The left cusp free margin was lined with pannus. An unknown amount of pannus may have been removed on the inflow and outflow during explant. Radiography revealed calcification on all existing leaflets, on the non-coronary right commissure and left right commissure as well as on the loose leaflet pieces received. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth and calcification. These findings are generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.